Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device recieved in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Event description:
Reporter stated that customer received the following results on the mobile system within 7 minutes: 360 mg/dl and 106 mg/dl. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.